Event description:
(B)(6) 2015: reported deep vein thrombosis.

Manufacturer narrative:
A lot history review (lhr) of reyk0925 showed no other similar product complaint(s) from these lot numbers. The manufacturer has received the sample and will be evaluated. Results are expected soon.